Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The complaint device was not returned. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after successful placement of an unspecified device in a stenosed lesion in an unspecified coronary artery, when inflating the unspecified device using a priority pack 20/30 indeflator inflation device with its 3-way stopcock, the indeflator was unable to maintain a pressure of 18 atmospheres (atm). The indeflator gauge would fall to 12 to 14 atm when inflated to 18 atm each time it was inflated. However, while outside of the artery, the indeflator was able to maintain a pressure of 18 atm; thus, the physician believes that the inability to maintain pressure is due to an issue with the 3-way stopcock. Another indeflator and stopcock from the same lot (3031503) were used successfully to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.